Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify prime, fill anomalies due to motor error alarm.

Event description:
Information received by medtronic indicated that the customer was rewound the insulin pump and was not allowing them to escape the rewind or prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.